Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported red battery indicator illuminating without an alarm. The submitted controller log files contained routine events. During extended operation testing of the returned equipment, the red battery led was illuminated without an alarm. The red battery led illumination was reproduced once but could not be reproduced further. Further inspection within the system controller found the ribbon cable connected to the ui membrane was crooked. A root cause for the reported event could not be determined through this analysis. The device history record for the system controller (serial number hsc-140173) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 12dec2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low voltage alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient's system controller's red battery indicator lit up without alarm despite being on full batteries. Jiggling the black/white power cables on the controller seemed to temporarily resolve the issue, but it shortly returned. A controller exchange was performed. The controller exchange seemed to resolve the issue. A review revealed no unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was thought that the power cables were "coming off" the system controller. There were no adverse events with the system controller exchange.

Manufacturer narrative:
H2: d9 updated to reflect product being received by the manufacturer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.